Event description:
The customer reported that the monitor did not alarm when it should have. No patient harm was reported.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.